Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the top jaw (moveable jaw) break off of the device? Yes. If the top jaw did not break off, what part of the device fell off? Did the broken part fall into the patient? Yes. Was the broken part retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the broken part being returned with the device? Yes. Or, was the broken part discarded? How was the device not working well? Poor compression; hard to squeeze jaws shut were there any error messages and if so what were they? No. Did the device activate? Yes. Did the I-blade move when the jaws were opened and closed? Did not know; it did move. While closed but it was hard to move. Was the device having difficulty cutting and sealing? Yes.

Event description:
It was reported that during a colectomy procedure, the device was not working well and then the tip fell off. Other devices used in the case were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the upper jaw detached returned and the lower jaw broken at the welding points. The device was connected to the generator and it was recognized. Due to the damage to the jaws not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. Due to the condition of the device, we are unable to investigate further the tissue effect issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.